Event description:
It was reported that during treatment of a 15 mm fibrous lesion with 75% stenosis in the distal left common iliac artery, the visi pro 035 stent encountered resistance while being advanced, became stuck in the sheath in the patient, and subsequently dislodged during sheath removal. Minimal vessel calcification was reported. Artery diameter reported as 7mm. A 7fr non-medtronic sheath was used. The lesion was pre-dilated with a 5 mm device. The sheath and device were withdrawn together, and a new sheath was used to deploy a non-medtronic device to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.